Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was no touch capability in the middle of the screen. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported there was no touch capability in the middle of the screen. It was also reported that touchscreen diagnostics were failing and the biomed had attempted multiple calibrations. The remote service engineer (rse) then provided the customer with the part number for the touchscreen. The investigation is ongoing.